Manufacturer narrative:
Upon inquiry, hospital personnel stated that each ten-time-reusable instrument had been used well in excess of their expected end-of-life (maybe as many as 25 times). This led to failure of the tip weld and separation of the tip from the instrument. No pts were injured.

Event description:
At the end of two laparoscopic procedures performed in close proximity to each other (reported by hospital to MFR at same time), a sie (es3773) tip fell out when pulling the sie through the trocar. One fell inside the pt and was retrieved by the surgeon. The other was not retrieved, but was not found in the pt.